Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse reprogrammed system to get it back to normal due to 311 and 307 faults. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. Error codes like errors 311 and 307 are an indication of system state. Errors occur when the system has detected a potential issue, or when it cannot be sure there is no issue and, therefore, the system transitions to a safe error state. This issue can be resolved by reprogramming the system.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, a customer called in prior to the case starting to report that the system keeps faulting out when they power it up. Tse reviewed the logs and found 311 and 307 faults. Prior to calling the customer power cycled and faulting persisted. The procedure was aborted to another dv system with no reported injury.